Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd insyte autoguard needle was slow to retract. The following information was provided by the initial reporter: it was reported by customer that the needle didn't retract appropriately. Mechanism clicked but needle didn't retract immediately. Can you please provide an exact date of event in format (mm-dd-yyyy)? 01/23/2025 describe any patient harm, injury, complication or negative outcome that occurred as a result. None -staff report fear of needlesticks.

Manufacturer narrative:
Investigation results: a device history record review was completed by our quality engineer team for provided material number 381423 and lot number 4229661. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified.

Event description:
No additional information.

Manufacturer narrative:
Additional information of fa number.